Event description:
This pt underwent coronary bypass surgery post cypher stent implantation. Medical history included coronary disease, hypertension and hyperlipidemia. Very little info was provided. As reported, he had 6 stents implanted in unk vessels. Approximately 4 years later, he was readmitted with shortness of breath; treatment included 3-vessel bypass surgery. Because no specific info was available regarding the status of the stents, restenosis could not be excluded.

Manufacturer narrative:
None of the products could be returned; they remained implanted. A review of the manufacturing records could not be done without a lot number. Although restenosis could not be confirmed, it is a potential adverse event associated with coronary artery stenting. Review of the available info suggests that progression of existing coronary disease may have contributed to the event.